Event description:
The event is reported as: the et tube cuff leaked. Defect found during a pt intubation. No injuries reported.

Manufacturer narrative:
Sample has not been received by MFR at the time of this report. A follow-up investigation report will be sent when completed.